Event description:
Healthcare professional (hcp) reports a fiber leak noted by blood in the dialysate compartment during onset of patient treatment. New disposables used to continue the treatment without incident. Dialyzer was reused 16 times prior to the reported event. Hcp reports no patient injury or need for medical intervention.